Event description:
A customer reported a recurring cartridge alarm 20 that started the day before, with the issue persisting despite changing the cartridge. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team guided the customer through the correct cartridge loading process, but the alarm continued. As a result, the pump was set to be replaced, and the customer intended to use multiple daily injections (mdi) as a backup therapy. The customer was informed about putting the faulty pump into storage mode and instructed to return it to tandem using a pre-paidups label. A replacement pump was sent to the customer.